Event description:
Noise on the ventricular lead and one episode of aborted shock in the vf zone were observed. Noise was not reproducible with isometric testing. High impedance was also observed. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.